Event description:
Philips received a complaint by the customer on the v60 indicating that the error for low leak-co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for low leak-co2 rebreathing risk had occurred. Onsite service is pending.

Manufacturer narrative:
It was reported that the error for low leak-co2 rebreathing risk had occurred. A philips authorized service provider (asp) went onsite and replaced the gas delivery system (gds) to resolve the reported issue. A philips asp replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.